Manufacturer narrative:
Evaluation of the first pod coil confirmed that the pod coil embolization coil was detached from its pusher assembly. The proximal constraint sphere was present on the proximal end of the embolization coil and the pusher assembly was not returned for evaluation; therefore, the root cause of the embolization coil detaching from its pusher assembly during the procedure could not be determined. Further evaluation of the returned pod coil¿s embolization coil revealed offset coil winds throughout its length. This damage likely occurred due to the snaring to retrieve the coil and was incidental to the reported complaint. Evaluation of the second pod coil revealed a kinked and fractured pusher assembly. If the pod pc is forcefully advanced against resistance, damage such as a kinked in the pusher assembly may occur. Further manipulation of a kinked pusher assembly may result into a fractured. The root cause of the initial resistance could not be determined. Further evaluation revealed that the embolization coil was detached from its pusher assembly. If the two fractured segments are separated and the pull wire is retracted out of the ddt, the embolization coil will detach from its pusher assembly. Further evaluation of the returned pod coil revealed additional kinks along the pusher assembly. This damage may have been incidental to the reported complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2021-00380.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-00380.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using pod packing coils (pod pcs), a lantern delivery microcatheter (lantern), a non-penumbra parent catheter, and sheath. During the procedure, the physician implanted four non-penumbra coils. While attempting to implant a pod pc, the physician encountered resistance near the hub of the lantern. After the pod pc was advanced into the target location, it was re-positioned several times before it unintentionally detached. Angiography imaging revealed that the tip of the detached pod pc was inside the vessel and may have been caught in the coil pack. The rest of the coil was inside the parent catheter and therefore, a snare device was used to retrieve the pod pc. Next, while advancing another pod pc through the middle of the lantern, the physician encountered resistance. Therefore, the pod pc was removed. The procedure was completed using thirteen non-penumbra coils and two pod pcs with the same lantern, guide catheter, and sheath. There was no report of an adverse effect to the patient.